Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an intima-ii y 24gax0.75in prn/ec slm was kinked during infusion. The following information was provided by the initial reporter: "the needle of the closed vein was found to be bent when the liquid infusion is given according to the doctor's advice, it was replaced immediately and the infusion was re-administered".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that an intima-ii y 24gax0.75in prn/ec slm was kinked during infusion. The following information was provided by the initial reporter: "the needle of the closed vein was found to be bent when the liquid infusion is given according to the doctor's advice, it was replaced immediately and the infusion was re-administered."